Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to duplicate the reported failure, no repair was needed. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that system intermittently displayed no image on the live monitor. No pt injury was reported.